Manufacturer narrative:
Eval codes: the reported event was reported through a clinical study and no known product issues existed at the time of the patient's treatment. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
A laser vision correction patient participating in a clinical study presented at the 12 month post-op study visit with a loss of best corrected visual acuity in the right eye (od). No other issues were observed and the patient has exited the study. The patient's pre-op bcva was 20/10 od and their 12 month post-op bcva was 20/16 od. The patient's post-op ucva (uncorrected visual acuity) at 12 months post-op is also 12/16 od.